Event description:
Report received from the USA stating the device "gets hot very quickly." It was unknown to the reporter whether or not the device was used during a procedure. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent.